Manufacturer narrative:
The customer's report that the distal luer lock was cracked was confirmed upon visual inspection. Visual inspection observed that the male luer collar was partially broken off from its collar base. The rest of the set was inspected for kinks, holes/tears in the tubing, and damages to the components. No other issue were observed. No testing was deemed necessary due to the obvious damage. The root cause was identified as design of the male luer component.

Event description:
It was reported that the distal luer lock of the extension set was cracked. It was noted that the issue did not affect the medication administration to the patient. There was no patient injury. Although requested, additional information was not provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is a pediatric.

Event description:
It was reported that the distal luer lock of the extension set was cracked. It was noted that the issue did not affect the medication administration to the patient. There was no patient injury. Although requested, additional information was not provided.